Event description:
The lay-user/pt contacted lifescan (lfs) alleging that the one touch mini lancer case is broken. According to the pt, the reported issue began two weeks ago prior to contacting lfs. After the reported issue began, the pt reportedly developed symptoms described as "nervous and shaking." The pt consumed food/beverages and did not require any medical intervention. The pt was not tested on any other meter at the time of concern. It would have been helpful to obtain the following info: testing frequency, diabetes medication regimen, time and date of symptoms, food intake, diabetes medication, and lfs meter readings prior to the symptoms. During troubleshooting, the customer care advocate verified that there was no product misuse and the reported issue was not resolved. This complaint is being reported because the pt alleged she had symptoms that can be suggestive of hypoglycemia after the reported issue began. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan has requested the return of the subject lancing device for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.